Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed system error during patient infusion in the cardiovascular intensive care unit (cvicu). The normal saline was infusing at 5 cc/hour as an IV kvo/piggyback. This was the second time it had alarmed and the nurse cleared the alarm earlier in the shift by restarting the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6: type of investigation, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.